Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: the team reviewed the packaging process and identified process controls, which were found in place in working conditions. As per lot manufacturing records, no similar defect was reported during in-process inspection and assembly operations. No such defect was found during the inspection of retention samples available at plant. The customer return samples however showed a lot of holes looking like pests infestations. Infestation is the state of being invaded or overrun by pests. There are chances that the storage conditions at the distributor / customer end is compromised causing the package integrity to be compromised. The storage conditions on the distributor will be further investigated and will be shortly initiated. Investigation conclusion: complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collection data are regularly reviewed to identify emerging trends. Root cause description: root cause not established. Rationale: based on this a CAPA is not needed at this time.

Event description:
It was reported that before use of the bd emerald¿ 3ml syringe with needle there was foreign matter sand in the syringe. The following information was provided by the initial reporter: there is fm- sand in syringes.